Event description:
Customer reported the insulin pump is stuck in the preparing to prime loop. Customer was advised to hold down the act button until she receives a second series of beeps and numbers appear on the display. Customer received a second series of beeps but no numbers on screen. Blood glucose value is 86 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.